Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿material sensitivity reactions.¿ ¿inadequate range of motion due to improper selection or positioning of components.¿ ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-06269 and -08570).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. A review of invoice history could not confirm the initial surgery date; however, the invoice located for the revision procedure suggests that the modular head was removed and replaced with an active articulation liner and modular head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to acetabular cup loosening with metallosis with macrophage driven reaction. Revision op report notes the presence of murky, yellowish fluid consistent with metallosis; metal debris; osteoporotic bone; and evidence of chronic inflammation; but no aseptic lymphocyte vasculitis associated lesions (alval) were noted. In addition, op report states the cup had spun nearly 70 degrees. The shell, modular head, and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, date explanted - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. A review of invoice history could not confirm the initial surgery date; however, the invoice located for the revision procedure suggests that the modular head was removed and replaced with an active articulation liner and modular head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.